Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the medication verify request stuck on pending from pharmacy. A technical support specialist communicated with the customer and found that there had been some confusions around previous requests and pulls for the same patient or item. So, customer mentioned to proceed to get pharmacist to approve the current request. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user experienced issue with rx verify request stuck on pending approval. User was unsure about the issue but confused around previous requests and pulls for the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.